Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information from the intial reporter: the fenestrated bipolar forceps instrument was inspected prior to use with no damages noted. No arcing event was noted. The nurse used a pin gauge to inspect the cannula. The setting on the erbe generator was cut 3; coag 3. The reported event happened during a sleeve gastrectomy procedure. The instrument did not make contact with any staples, clips or sutures while energized. There was no patient injury involved.

Event description:
It was reported during central processing, the plastic on the tip of the fenestrated bipolar forceps looked burnt and could not get cleaned off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The electrode was exposed. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips. Electrical continuity and energy delivery test was performed and passed. No damage to the conductor wire was observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.